Manufacturer narrative:
Section e: this event was reported by the sales representative. The health care facility is: (B)(4) medical center (B)(4). Phone: (B)(4). Block h6: imdrf device code a15 captures the reportable event of clip would not deploy off the catheter.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on (B)(6)2023. During the procedure, the clip would not deploy off of device. The procedure was completed with another resolution 360 ultra clip. There were no patient complications reported as a result of this event.